Manufacturer narrative:
(B)(4). This report for a damaged cassette drain line was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was animal damage. The label review found the labeling adequate for the use error in this complaint.

Event description:
The patient contacted baxter's technical service center regarding their cat biting through the drain line, which occurred on the homechoice during use. The patient stated their cat bit through the drain line, so they needed to start over. Baxter technical service representative assisted the patient with removing the cassette. The patient would start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the patient on the (B)(6) 2011 regarding the report of the damaged drain line. The patient confirmed that the cat bit through the drain line on the cassette. The patient stated they were able to continue therapy after starting over with all new supplies and have been continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow-up report will be filed.